Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a pro flo diagnostic catheter, difficulty rotating the catheter in the rca during the procedure was encountered and it frequency dislodged from the coronary ostium. The related vein was dissected. After the operation the patient died.

Manufacturer narrative:
Additional communication received from the physician confirmed that there was no dissection or death or any other injury associated with use of the medtronic proflo diagnostic catheter.torqueability issues only were encountered with the proflo catheter.